Manufacturer narrative:
Repeat testing for dat(igg) post re-centrifugation on the original analyzer resulted in ? And was visually confirmed by the customer to be 1+ which makes results on both analyzers consistant.

Event description:
Customer contacting ortho care to report a false negative result to the dat(igg) test to with a sample that yielded a ? Result modified to a 1+ on a different vision analyzer. Customer report the sample in question was initially tested on this vision for the dat poly test in the mts poly gel card and a 1+ result was obtained. Customer then went on and reflexed tested the sample for the dat(igg) on a different lot mts anti-igg gel card and a negative result was obtained. Customer then performed the c3d compliment testing in tube and a negative result was obtained. Customer questioned the negative dat(igg) on this vision and repeated the test on a second vision to the dat (poly) test using the same lot of cards and a 1+ reaction was obtained. Reflex testing was performed on the sample for the dat(igg) test and a ? Result was issued and upon review the result was modified to a 1+ reaction. Ortho care followed up with the customer who reports after recentrifuging the sample in question and testing it on the vision (B)(4) that originally was negative now produced an ind ? Result that the customer visually confirmed to be more of a 1+ reaction that is consistent with the testing on their other vision (B)(4).